Event description:
The event is reported as: complaint alleges: package may have breach of sterility, torn. No patient involvement, found upon inspection.

Manufacturer narrative:
Device sample not received by manufacturer but photo was received. A device history record (DHR) review did not show any issue related to this complaint. Complaint not confirmed from the photo received and a root cause can be determined since the sample was not available. Manufacturer will continue to monitor and trend relating complaints.